Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received post reset ram crc alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not accepting batteries and stayed on insert battery screen. Customer was able to clear the pump error alarm and able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.